Event description:
It was reported that the patient presented for a lead implant procedure. During the procedure, while attempting the right ventricular (rv) lead implant, it was noted that the lead exhibited high capture thresholds and r-wave amplitude variation. While attempting to reposition the lead, it was noted that the helix stopped extending. The lead was not used and a new lead was implanted. There were no patient consequences.